Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with dizziness. The rv lead was found to be exhibiting noise and pacing inhibition. Subsequently, the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.